Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3708120, serial/lot #: (B)(4), ubd: 23-feb-2011, UDI#: (B)(4). Product ID: 3778-45, serial/lot #: (B)(4), ubd: 03-dec-2011, UDI#: (B)(4). Product ID: 3708120, serial/lot #: (b(4), ubd: 27-oct-2010, UDI#: (B)(4). Product ID: 3778-45, serial/lot #: (B)(4), ubd: 05-sep-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a lead revision. No known cause. Tried to program soley on lead that was still in place, but patient had decreased efficacy. Pt had one lead that migrated down, plan was just to replace that single lead. But during the operation today the other lead was displaced and then both ended up being replaced. Lead resolved after lead revision.